Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported before an intraocular lens (iol) implant procedure, there was something on the leading haptic and deemed unsafe to use· backup lens opened and implanted. Additional information has been requested.